Event description:
It was reported that the user experienced hypoglycemia while attempting to pair the ilet with the phone application, with a documented blood glucose of 58 mg/dl that later rose to 85 mg/dl after oral glucose intake. Investigation of this case revealed no confirmed device malfunction and an unclear cause. Symptoms included shakiness consistent with low blood glucose. Outcomes included oral carbohydrate treatment. It was concluded that the event was user-reported hypoglycemia with cause unclear and no device-related defect identified with the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.